Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 was not detected on bus and user was unable to recover it. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies' pockets in drawer 5.1 on auxiliary 1 had failed. A field service engineer (fse) found the retractor assembly was in bad shape causing the issue. The retractor assembly was removed and replaced with a new unit. The system functioned as intended after field service engineer repaired the device.